Event description:
It was reported that during a laparoscopic gastric band procedure, the surgeon had difficulty locking the band. In an attempt to lock the band, the band locked passed the gripping surface to the point where the surgeon could not get the band off of the stomach. The surgeon had to cut the band off of the stomach. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The complaint cannot be confirmed. Product analysis suggests that the device is fully functional. Per the event description obvious damage is observed on the band as a result of the band being cut for explant reasons. Further visual examination demonstrates that there are no anomalies with respect to band design and integrity, specifically the band and buckle end. Product analysis indicated that the band could be closed and unlocked as per the product's instructions for use (IFU). While it is not possible to provide a definite root cause for the reported event it may tentatively be suggested that excessive force was applied during band locking, resulting in the band being closed beyond the locking grip. As a consequence to band could no longer be unlocked. Events of this type continue to be trended and monitored.